Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and okay buttons were under responsive. The reporter also noted that the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: the keypad was peeled off and missing. The keys were inoperative because the keypad flex was torn off. The ok button contact was missing, contrast key was torn off, and the up and down key contacts were inverted. Unrelated to the original complaint the display has discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.